Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What problems did the patient present with that lead to the transfer to the ICU? Does the surgeon believe that the post-op issues are related to the ntlc75 device? If yes, please explain. Were there any difficulties experienced with the device in the initial procedure? If yes, please explain. What anastomotic structure was the device used on? Current patient status?

Event description:
It was reported that during an unknown procedure, the patient had problems after surgery using the ntlc75 product, sr75 loads. The patient had to go to the ICU in a serious condition.